Event description:
It was reported that during a prolapsectomy and starr procedure, the device did not create a full staple line, but applied staples only in part of the circumference. When checking the surgical site, the surgeon noticed some bleeding and therefore, had to apply sutures. A large hematoma formed, which required reoperation.